Manufacturer narrative:
Analysis of the implantable neurostimulator and leads did not take place as the event was a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 16-nov-2022, UDI#: (B)(4). Analysis of the implantable neurostimulator and leads has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the device was removed on (B)(6) 2019 due to an infection. The device was returned for analysis. No further complications were reported.